Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent breast conserving surgery on an unknown. The surgeon used an absorbable hemostatic agent to fill the lost part of the breast tissue. Approximately one to two months post operative, the patient developed redness over a wide area of the skin. The reaction eventually resolved. The patient was given an antihypertensive agent and hormones. The surgeon opines that the absorbable hemostatic agent did not cause the event.